Event description:
A customer reported a cartridge change error with the pump. There was no adverse impact to the customer's blood glucose level. The customer, with guidance from technical support, inspected the cartridge o-ring and the pneumatic tap area, cleaned the area with an alcohol wipe or lint-free cloth, and confirmed the cartridge was properly attached and snapped into place. Following these steps, the customer successfully completed the loading process, allowing them to resume insulin delivery.